Event description:
Event description cpi received information that this endocardial lead was an attempted implant. The lead was being repositioned when the tip became disconnected from the lead body. The tip remains in the patient.